Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported by the physician that the introducer was damaged when attempted to use during implant. It was noted that the tip of the introducer was split; consequently, the introducer was replaced and a different introducer was used. No patient complications have been reported as a result of this event.